Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an ablation procedure the pacemaker appeared to be capturing on telemetry despite being programmed to a sub output of 0.1 volts. Radio frequency (rf) ablation energy was applied to the av node and loss of capture with 12 seconds of pacing inhibition and eight and a half seconds of asystole was observed. When the rf telemetry source was removed, there was still pacing inhibition and loss of capture. A stat pace was delivered to the patient and ventricular pacing and capture were restored. Overnight the patient was monitored in the hospital where oversensing of noise led to two non-sustained ventricular tachycardia (vt) events with pacing inhibition and asystole greater than two seconds was observed. The pacemaker had been set to pace and sense in the ventricle with a lower rate limit of (B)(6) paces per minute and an output of 3.5 volts. However it was noted that the device remained in unipolar configuration as the polarity was never changed back to bipolar from the stat pace parameters that were set during the ablation procedure. The telemetry strips were sent into boston scientific technical services (ts) for review. Ts noted the device was oversensing due to the unipolar setting and that most of the noise was not sensed. When the amplitude increased, the noise was oversensed. Ts discussed possible reasons including electromagnetic interference (emi) and suggested further troubleshooting. The physician and patient decided to replace the device. This pacemaker was explanted and no additional adverse patient effects were reported.